Manufacturer narrative:
(B)(4). Evaluation summary: the analysis showed that one ems device was received non-functional as the lifter was noted to be broken in addition the nose weld was noted to be insufficient. No functional test could be performed. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the staples will not release. Completed with the same like product. There was no patient consequence.